Event description:
Heartware left ventricular assist device (lvad) presents with syncopal episode in the setting of melena and 5 gm hemoglobin drop over the past 7 days. Hemoglobin on admission was 7.4, with international normalized ratio (inr) 3.7 on coumadin and aspirin 325 mg daily. Two units of blood were transfused over the hospitalization. Endoscopic evaluation included egd and colonoscopy which failed to identify an active bleeding source, however, a jejunal arteriovenous malformation was identified and treated with argon plasma cautery, and a single ulcer (thought to be aspirin related) was identified in the in the proximal ascending colon and was biopsied. Heparin to coumadin bridge was completed prior to discharge. Aspirin therapy was not resumed due to ulcer finding; to be addressed at later date given use of heartware device.